Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing wearable wire occurred one day after the wearable had been inserted in the arm. According to the patient¿s granddaughter (caretaker), the patient inserted the wearable around 11:00 pm on (B)(6) 2025 and received an audio alert for a wearable failure at approximately 1:00 am on (B)(6) 2025. The granddaughter addressed the issue around 10:00 am. She attempted to troubleshoot by re-pairing the wearable, but the problem persisted. Upon removing the wearable, she noticed no portion of the wearable wire was visible on the underside of the transmitter holder and she attempted to locate the wire at the insertion site using tweezers. She then visited a pharmacy to show the used wearable had a missing sensor wire and was advised to either take the patient to the emergency room (ER) or contact the patient's primary care physician (pcp) or an in-home urgent care service to avoid exposure. The granddaughter called an in-home urgent care service to report the issue. The physician arrived at the patient's residence and performed minor exploratory surgery (10 mins procedure) with topical local lidocaine anesthetic (unspecified dosage). He made a small incision and thoroughly examined the area, but the sensor wire could not be located, and he sutured the incision site. Post-procedure, the granddaughter was instructed to monitor for excessive swelling or discoloration and to contact the physician directly or the patient's pcp via telehealth if further treatment was needed. No further medical intervention was provided. At the time of report the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable. The allegation of a missing sensor wire was not confirmed; however, it was found that an applicator deployment issue occurred. Probable cause could not be determined.

Manufacturer narrative:
(B)(4).